Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site to gather further information, however, no further information has yet been received. Since limited information is available and the device was not returned for further investigation, the definitive root cause of the reported event cannot be established at this time. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Manufacturer is retrieving further information and will submit follow-up report upon availability of relevant details.

Event description:
Manufacturer was informed that a perceval plus valve, size l which was implanted on (B)(6) 2025, was explant on (B)(6) 2025. According to the information received, due to the patient¿s compromised cardiac function, the patient was considered for an impella to be placed at a later stage. During echocardiographic evaluation for the impella placement, it was discovered that the valve had become thrombosed. As a result, the perceval valve was explanted and replaced with an inspiris valve size 23mm. No further information is available at this time.